Manufacturer narrative:
The reported event of low pacing impedance was confirmed. The reported event of insulation abrasion was not confirmed. Final analysis found damage was sustained due to excessive suture tie down forces.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right ventricular (rv) lead exhibited low pacing impedance. During the procedure, the rv lead was found to have externalized conductors. The lead was explanted and replaced. The patient was in stable condition.